Event description:
Boston scientific received information that this patient's home monitoring system detected low out of range shock impedances. The patient was interrogated and the shock impedances were seen in the 40's. There is no plan to intervene at this time. To date, no adverse patient effects have been reported.

Event description:
Approximately two and a half months later, the patient passed away. There were no further allegations against the lead or that the lead caused or contributed to the patient's death.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.